Manufacturer narrative:
Common device name - an isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The report of error code c-30 on the integrated electrosurgical unit (iesu) erbe generator was reproduced during field evaluation and confirmed through review of the site¿s system logs. Investigation indicated a defective erbe. Replacement of this part resolved the issue. Following this, the system was further tested and verified as ready for use. Isi received the erbe involved with this complaint and completed the device evaluation. Failure analysis investigations replicated/confirmed the customer reported complaint. The unit was returned for failure analysis and the reported failure was found to be c-34 on start up. Each time the unit was powered on, the c-34 error was present. The unit was placed on an in-house system and was run in normal mode. During the investigation, the error faults were confirmed and reproduced. The issue is indicative of a component failure. Additionally, the unit has some deep scratches on the back of the cover. This observation is unrelated to the primary issue. No image or video clip for the reported event was submitted for review. Verification via logs confirms the occurrence of the error fault on the generator matching the documented event details. The logs were reviewed/analyzed as part of the isi tse and isi fse's investigation based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer was not able to recover the c-30 error during the procedure. The field service engineer (fse) reproduced the error and the integrated electrosurgical unit (iesu) was replaced. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that the integrated electrosurgical unit (iesu) erbe generator in the da vinci vision side cart (vsc) was used for a non-robotic procedure. During the unspecified surgical task, the erbe displayed error code c-30 when activating the cut feature. At the time of the issue, a third party energy instrument was connected to the erbe. The customer received phone assistance from the technical support engineer (tse). Customer was concerned the issue would occur with da vinci instruments. Tse assisted the customer with setting up the da vinci system and when attempting to activate energy with a hook cautery instrument, the erbe still faulted with the same error fault. The erbe was power cycled, and the issue remained. The non-robotic procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) attempted follow up to obtain additional information, however, no further details have been received as of date of this report.